Manufacturer narrative:
Lot # 12503ra, serial # (B)(4), expiration date 11/03/2013, manufacture date 10/03/2012. Serial number of the radio frequency controller not provided by the complaint. Device history record (DHR) review was conducted for the identified lot and serial numbers of the two disposable devices. No abnormalities were found related to the reported information. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following several unsuccessful cavity integrity assessment (cia) test with 2 disposable devices during a novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation "on the fundal wall just medial to both tubal ostea". No treatment was needed and the pt was discharged home.